Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure into a functional bicuspid patient with a perimeter of 22.4 and a raphe between l and r with calcium in the annulus level, a pre-balloon dilation was performed with a 20 mm non-medtronic balloon. The valve was deployed in a good high position at -1 on the non-coronary cusp (ncc) and 2 on the left coronary cusp (lcc). After approximately 1-2 minutes, a slow full release was performed and the valve remained in the same good position. When retrieving the system, the valve dislodged up in the ascending aorta. A non-medtronic valve was then implanted. Additional information was received to report the left femoral artery was used as the vascular access site. The medtronic valve was implanted within the native valve. Per the physician, the cause of the dislodgement was a combination of severe annular calcification which extended into the left ventricular outflow tract combined with a sievers type 1 bicuspid valve (right coronary cusp (rcc) and lcc). It was noted that during pre-case discussion whether to implant very high (to optimize implant for bicuspid anatomy) or slightly lower (to optimize for annular anatomy) resulted in a decision to implant high, which in hindsight was erroneous.

Event description:
It was reported that during a transcatheter heart valve procedure into a functional bicuspid patient with a perimeter of 22.4 and a raphe between l and r with calcium in the annulus level, a pre-balloon dilation was performed with a 20 mm non-medtronic balloon. The valve was deployed in a good high position at -1 on the non-coronary cusp (ncc) and 2 on the left coronary cusp (lcc). After approximately 1-2 minutes, a slow full release was performed and the valve remained in the same good position. When retrieving the system, the valve dislodged up in the ascending aorta. A non-medtronic valve was then implanted.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID evfxplus-26 (serial: (B)(6) product type: 0195-heart valves; implant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.